Event description:
The customer reported falsely decreased alinity c carbon dioxide generated from alinity c processing module (sn: (B)(6) and provided the following data: on (B)(6) 2025, sample ID (B)(6) initial result was 6. Repeat results were 23 and 22. Repeat on another analyzer (sn: (B)(6) and the result was 21. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
A1 patient identification: complete sample ID is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely decreased alinity c carbon dioxide generated from alinity c processing module (sn: (B)(6)) and provided the following data: on 25 jun 2025, sample ID (B)(6) initial result was 6. Repeat results were 23 and 22. Repeat on another analyzer (sn: (B)(6)) and the result was 21. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending for the alinity c carbon dioxide assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 67438uq12. A device history record review did not identify any nonconformances or deviations associated with the complaint lot number and complaint issue. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the alinity c carbon dioxide reagent lot 67438uq12 was identified.